Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error. Customer¿s blood glucose level was unknown. Customer reported that the drive support cap was protruded. Customer was able to rewind the insulin pump. Customer was assisted with troubleshooting. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Device passed the delivery accuracy test. No excessive no delivery alarms, motor error alarms or displacement anomalies were noted. The motor was tested outside the device and passed. Device received with minor scratched display window and case. Device received with stained end cap sticker and back address serial number label.